Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E1 - customer (person): postal code: (B)(6). G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated. The catheter was placed without complication and was secured with the supplied dressing. After the procedure, the patient returned from the clinic to the hospital ward. Later, separation of the hub was discovered. The radiologist and nurse attended to the patient at bedside, and the catheter was immediately removed. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Corrections: h6 (annexes e and f). Additional information: a2, a3, b3, b5, b7, d9, d10, h3. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The device was placed for abdominal drainage and was connected to a 3-way stopcock and a 2000 ml drainage bag. The patient required a chest x-ray due to the complaint event. It was confirmed that the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
. Investigation ¿ evaluation it was reported that the hub from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated. The catheter was placed without complication and was secured with the supplied dressing. After the procedure, the patient returned from the clinic to the hospital ward. Later, separation of the hub was discovered. The radiologist and nurse attended to the patient at bedside, and the catheter was immediately removed. The device was placed for abdominal drainage and was connected to a 3-way stopcock and a 2000 ml drainage bag. The patient required a chest x-ray due to the complaint event. It was confirmed that the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, the customer provided photos of the device in question, which show the catheter with the flare intact, separating from the mac-loc adaptor. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The device instructions for use (IFU) lists steps relevant to this failure mode. Evidence gathered upon review of dmr, DHR, and provided images indicate that there is no indication the device was manufactured out of specification, in addition to no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that the main cause of this event is component failure. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.